Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 54 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer stated their bodily functions and normal motor skills were off because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.